Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number: (B)(6).

Event description:
The customer reported that their loudspeaker was defective and required a software update. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
H10: a philips field field engineer (fse) was dispatched for onsite service and confirmed the reported issue. The investigation did not determine the cause of the failure. The philips intellivue information center ix (piic ix) was rebooted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.